Manufacturer narrative:
Batch review performed on 03-mar-2023: lot: 2212748: (B)(4) items manufactured and released on 03-aug-2022. Expiration date: 2027-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a wound dehiscence after about 3 weeks from the primary. The surgeon performed a washout and poly swap. The surgery was completed successfully.